Event description:
It was reported that during preparation, it was not possible to flush the farawave pulsed field ablation catheter with saline using a 10 ml syringe. The guidewire lumen was able to be flushed but not the flush port. Another attempt was made to flush the catheter flush port with another syringe but was unsuccessful. There was no difficulty deploying or undeploying the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed, and no outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.